Event description:
It was reported that during a device change out, the left ventricular lead was capped and replaced due to chronic loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.